Event description:
The manufacturer received information alleging a ds2adv auto CPAP "unit will not start". There was no harm or injury reported. The device was sent to a third-party service center for evaluation. During the evaluation of the device at the third-party service center, the customers complaint was confirmed. Error codes were recorded in the device event log. In addition, a burnt component was observed. Contamination was confirmed on the following parts: blower, blower outlet seal/isolator kit, blower box kit, iso port kit and center enclosure kit. The device passed all testing. The device was not repaired due to the customer's request to scrap.